Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the customer returned cds checklist, device evaluation, and the legal manufacturer's final investigation. The customer provided their cleaning, disinfection, and sterilization process stating their bedside pre-cleaning/manual treatment is performed with autre detergent and an asept inmed (ref 201784, 201797) brush kit. A response was not received on the disinfectant used. The biopsy valve, air/water valve, and suction valve are disinfected/sterilized through automation. A soluscope 4 is used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. Their storage practice is to stored the scopes horizontally. Olympus is the maintenance company. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the glue around the light guide section was degraded, bending section rubber was peeling, the bending sheath cover had a pin hole where the metal was not protruding, and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year and 1 month since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for gram positive bacteria and micrococcaceae bacteria. Also, the distal end of the scope was cultured and tested positive for coagulase staphylococci negative. The device evaluation has not yet been completed. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed by the user facility that after a microbiological routine control on this evis exera iii duodenovideoscope, the user facility detected an unexpected contamination. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for 100ml of mesophilic flora. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.